Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign, event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted. Not returned to manufacturer.

Event description:
It was reported the anchor was pulled out from the patient's meniscus during use. No adverse events have been reported as a result of this malfunction. No further information is available.